Event description:
Male patient had a right total hip replacement done over a year ago. He had an asr cup put in that was subsequently recalled by depuy. He has had elevated cobalt and chromium values. He has had progressively increasing right hip pain. He has had no evidence of loosening on x-ray examination. He has had mris of his hip which showed fluid collections characteristic of metallosis. The patient was admitted to the hospital for revision of his right total hip replacement.patient underwent revision right total hip replacement of the acetabular component and femoral head. Per the operative report, "...the deep fascia was identified and incised directly in line with the incision and there was a great deal of scar tissue through that area and immediately underneath of the fascia, we encountered a pocket that communicated with the hip joint that had grayish fluid within it. About 6-7 ml of this was sent to pathology for examination. The patient had some tissue excised from this pocket. It was lined with grayish tissue. This bursal like tissue was sent to pathology for examination. The head was removed. No abnormal wear was seen on the head or the cup portion. Soft tissue was trimmed from around the edge of the cup and then very meticulously using curved osteotomes, the acetabulum was slowly loosened by small increments driving the osteotome between the cup and the bone. This took a fairly long time, almost an hour and a half, and finally the cup was released and it was removed. The cup, when it was taken out, showed about 20-25% bonyingrowth. It was definitely not loose. It was fixed very snugly into the acetabulum."